Manufacturer narrative:
Correction: no pacing added to b5 and h6.

Event description:
It was reported a patient presented with bradycardia and their pacemaker had failure to interrogate and lack of pacing spikes. The pacemaker was explanted and replaced in a procedure on (B)(6) 2025. The patient was stable.

Event description:
It was reported a patient presented with bradycardia and their pacemaker had failure to interrogate. The pacemaker was explanted and replaced in a procedure on (B)(6) 2025. The patient was stable.